Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside a blood vessel leading to an occlusion and blocking the blood flow, generally refered to as vascular complication. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316.

Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, the patient presented with a vascular complication following the injection of teosyal rha 3 in the lips.